Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Customer expected fasting results are 100-120mg/dl. Last 3 results in memory were 79mg/dl, 67mg/dl, and 80mg/dl.based on parkes error grid analysis, the bias between the lowest result given (28) and the highest normal result (120) is located in zone b/d. No adverse event reported.

Event description:
Consumer complaint of low blood results. Customer expected fasting results are 100 - 12- mg/dl. Last 3 results in memory were 79, 67, and 80 mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (28) and the highest normal result (120) is located in zone b/d. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).